Event description:
It was reported to philips that the allura system was not turning on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the mains power distribution unit which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not turning on. Upon troubleshooting the rse identifying that the l3 light in the m-cabinet was off. After resetting f4, the l3 light came on, but the system still did not start. The fse visited onsite and upon functional testing the fse determined that the 227v was present at terminal x107 at the back of the m-cabinet, but no voltage was returning to terminal x108 after traveling through the ups. The fse determined that the 3rd party ups was the root cause of the issue. To resolve the reported issue, the fse connected the terminal x107 to x108 to bypass the teal, and then flipped the breaker switch at the front of the m-cabinet. After this action, 227v was seen at both x107 and x108. After this, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that the external power failures or outages may occur that can cause the allura system to not boot up/start upon shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the device. Since the malfunction of an external power source would not be considered a device malfunction of the allura system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.